Event description:
It was reported that during implant, high capture threshold and inconsistent pacing lead impedance were noted. Perforation found via echo. Lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly found. A lead tip stiffness test was performed and the lead was found to be within specification.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.